Event description:
It was reported that the high voltage cable bracket on the 6600 system was broken. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The bracket was repaired by the customer. The customer canceled the service call. A follow up report will be filed when additional details become available.